Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of separated guide wire tip from patient. Device issue: guide wire tip separation. It was reported that the target lesion was the high lateral, with no tortuosity, heavy calcification, and 99% stenosis. The cross-it guide wire crossed the lesion. An attempt to deliver another company's balloon was made, but failed. Another company's microcatheter was delivered to the lesion and was repeatedly torqued during advancement. The microcatheter was possibly advanced up to the no radiopaque portion of the cross-it. The microcatheter was removed from the patient's body. Damage to the cross-it was suspected as the tip of the cross-it was difficult to view on the cine; therefore, the cross-it was removed from the patient with resistance. When removed it was noted that the tip had separated and was stretched. The separated portion was the same area that could not be confirmed on the cine. The separated tip was removed with a snare and the procedure was completed without additional treatment. Some stenosis remained, but there was no patient effect. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood visible. There was contrast on the coils. The tip coils were separated distal to the center solder and not returned. There was one coil at the center solder that was pulled up away from the core. There was 1.4 cm of core exposed distal to the center solder. There were overlapped intermediate coils proximal to the center solder and at the proximal edge of the center solder. There was a bend in the core 14 cm proximal to the proximal solder. No other damage was noted to the guide wire. The used catheter was not returned. The device was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. The cause of the torque was not described, but because the other company's device was being extensively torqued, perhaps the torque was inadvertently transmitted to the guide wire due to resistance between the devices. The guide wire showed evidence of meeting resistance as the intermediate coils were overlapped. Overall, the root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. This is a very low-level failure mode that is monitored. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.